Event description:
Using amo complete moisture plus multipurpose solution to clean and soak soft contact lens worn in the left eye. Been using for about 6 months. Eye has been feeling very sore and uncomfortable. Vision is limited due to splotches left after proper 6 hour soaking. Eye gets red, sore and irritated. Often have to take out the lens several times daily to rinse them off. Can hardly wait to take them out in the evening. Dr is trying to fit a lens on my eye that can be satisfactorily worn. The maximus semi-spherical lens hasn't been the fix, yet. A wound revision being done, will help to flatten out the steep areas. We'll see if a synergeyes lens will work. It's very possible that the use of the moisture solution aggravated my pain and got me to the doctor. I have 1 opened bottle and 1 that is unopened. I've had a corneal transplant done in the left eye apx 15 yrs ago. Have had 1 wound revision a few years ago. Have another wound revision scheduled next week. Possible that the complete moisture aggravated the severe eye discomfort. Clear care for both soft and gas permeable lenses. Rinse w/ saline solution. Seems to have made a difference. Discontinue use of visine eye drops, discontinue using walmart brand equate gas permeable contact lens cleaner. Appts so in 2008, two drs. Contact specialist. A week later second dr. On the next day, call to second dr. To report severe pain. Instructs to discontinue wear. Appt four days later, dr(second) contact lens specialist, noting fitting properly, will present to first dr to evaluate the need of a would revision to flatten out the cornea. Appt. Scheduled for original date for the procedure. Dose or amount: rinse w/small dose. Frequency: 2 x daily. Route: ophthalmic. Dates of use: 2007 - 2008; 6 months. Diagnosis or reason for use: clean, disinfect and store soft contact lenses. Event abated after use stopped or dose reduced: yes; event reappeared after reintroductions: no.